Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports intermittent congested sinuses, sneezing, and cough. Md seen. Received antibiotics & nasal spray.